Manufacturer narrative:
The console displayed the alleged error code immediately upon power-up. The motor driver board was found to have problems with the cam_56 circuit not working properly. Two pins were found to have bad outputs, and two fets were shorted. The root cause is unknown. The motor driver board was replaced.

Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. She reported that the console displayed an error code while delivering the first dose of cardioplegia. The console was removed from service and another one used to successfully complete the procedure. There were no patient complications reported as a result of the alleged issue. A field service engineer will evaluate the console at the user facility.